Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that there was a kink at the nose cone. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities. The product analysis confirmed that the sheath was kinked. The site used an .018 guidewire for the procedure which would have contributed to the stent being misplaced on the lesion because of the lack of support from the guidewire.

Event description:
It was reported that stent difficult to position occurred. The target location was located in the iliac artery. An 8 x 40 x 130 innova stent was advanced for treatment. However, during the procedure, when the stent was deployed, the stent jumped forward which resulted to the lesion was not being covered. The procedure was completed with a different device. There were no complications reported and the patient status was stable. It was further reported that there was a struggle in advancing the stent during delivery.

Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that stent difficult to position occurred. The target location was located in the iliac artery. An 8 x 40 x 130 innova stent was advanced for treatment. However, during the procedure, when the stent was deployed, the stent jumped forward which resulted to the lesion was not being covered. The procedure was completed with a different device. There were no complications reported and the patient status was stable.